Event description:
It was reported through the litigation process that sometime later post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately nine months and nine days post a port placement via the left subclavian vein, the patient allegedly developed pain over the port area. It was further reported that patient developed with bacterial infection with the culture resulted growth of enterobacter and kliebsiella pneumonia and also experienced cellulitis of the chest wall. Reportedly, the port was removed. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation. Medical records were provided. Approximately nine months and nine days post second port placement, patient underwent port removal procedure for infected port with associated subcutaneous abscess. A left infraclavicular incision was utilized over the previous port site and deepened through skin and subcutaneous tissue. Electrocautery was utilized to dissect down to the port and blunt dissection with hemostats revealed the catheter entrance site to the port. Minimal purulence in the port pocket. A purse string suture was placed around the catheter entrance site and tied down while the catheter was removed intact. Therefore, the investigation is confirmed for the reported infection issue based on the medical records. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 01/2023), g2, g3, h6 (method). H11: b3, b5, d1, d4, h6 (patient, result). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.